Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l3 to treat a burst fracture at l1. It was reported that the patient experienced paralysis post-operatively. A revision surgery was performed for additional decompression and rod bending. The surgeon commented that the incident was due to insufficient decompression and overcorrection. No additional information was reported.